Event description:
It was reported that there was a power on reset (por) condition and the error code was 0x2. The manufacturer representative got the ins in the mail and went to charge up the day of the report and saw por on the implantable neurostimulator recharger (insr) while the implantable neurostimulator (ins) was in the box and then went to the normal recharging screen. They used the clinician programmer and no por message was noted initially. The screen went to the device to be implanted ¿press ok¿ and then it gave the por 0x2 code and ¿matched n¿vision¿. The next screen was the lead configuration screen, and they did not choose the lead configuration. The manufacturer representative went back to the insr and initially the insr couldn¿t find the ins (reposition screen). They were able to communication then with the ins, and then the second attempt with the insr was able to show the ins was at 100% full. They went back to the clinician programmer and then the ins showed no error message. They would send the ins back for analysis. The device was return ed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found no anomaly. The ins was received with no power on reset (por) information recorded in the por diagnostic data. This was cleared by a clinician programmer session done in the field as reported. The implantable neurostimulator (ins) passed functional testing. The ins was tested at 0 degrees c and 37 degrees c to see if a ¿clock too slow¿ por would occur. No por message was observed at either temperature. The "clock too slow" por could not be confirmed in the analysis lab.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.